Manufacturer narrative:
(B)(4).

Event description:
It was reported a transmitter error on my g6. The screen says "session ended". Data was evaluated and the allegation was confirmed as transmitter fatal error was confirmed. The probable cause was determined to be transmitter fatal error. The reported event of a transmitter issue is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported